Event description:
New information received notes that the patient initially presented remotely via merlin.net, where the reported post-paced t-wave over-sensing on the implantable cardioverter defibrillator was initially discovered upon review of transmission. The patient would continue to be monitored as well.

Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. No interventions were performed. Patient condition was stable.